Event description:
N/a

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period may 2019 through apr 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse identified the helium tank closed on the iabp unit. The tank was opened and successfully completed a function check with catheter and trainer without issue. The fse also completed an extended leak test on the subject iabp unit without identifying any fluctuations on x4. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all functional calibration, and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a low helium alarm. Users replaced the helium tank, and 1.5 hours later the iabp had another low helium alarm, and a subsequent autofill failure. The patient coincidentally was done with therapy around the time event occurred, the iabp was then disconnected and was turned over to the biomed. No patient harm, serious injury or adverse event was reported.